Event description:
Patient reported right side rupture. Device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: right side rupture.